Manufacturer narrative:
Concomitant medical products: 457445 lead, implanted: (B)(6) 2007. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was an apparent fracture of the right ventricular (rv) lead. It was further reported there were high thresholds, no capture at maximum outputs and high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.